Manufacturer narrative:
Date rec'd from MFR: 18nov2019. The customer reported to buy a new screen filter. The touch screen did not have a malfunction. The equipment does not have any fault problem, the engineer has verified that the hospital wanted to buy the filter screen, the problem has been solved, and the hospital has bought the filter screen. The manufacturer¿s field service engineer (fse) purchased the new screen filter. The touch screen did not have a malfunction. The equipment does not have any fault problem, the engineer has verified that the hospital wanted to buy the filter screen, the problem has been solved, and the hospital has bought the filter screen. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is a relationship of the device to the reported problem. No parts returned to failure investigation, therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported to buy a new screen filter. There was no patient involvement.